Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The small grasping retractor instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the clevis hole location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the small grasping retractor instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument was noted to have broken cables. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay.